Event description:
Caller reported a pump malfunction, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The malfunction code was resettable, and after a reset with assistance from cts, the issue did not recur, so the customer could continue using the pump. Cts confirmed the pump was under warranty and sent a replacement pump. Instructions were provided to the caller to ensure proper management, including putting the pump into storage mode before returning it, programming settings into the new pump, and ensuring cgm connection with the replacement. The caller understood and acknowledged all instructions, with a backup insulin pump available to prevent interruption.